Event description:
This patient reported that they were no longer able to hear with their cochlear implant, after sustaining a blow to the head. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to the manufacturer's specifications. Explantation / reimplantation surgery has not yet been scheduled.